Event description:
It was reported that the patient was not satisfied with a tactra device. A surgical procedure was performed in which the existing tactra was removed and a new inflatable penile prosthesis (ipp) was implanted. It was indicated that there were no device issues with the explanted device. There were no patient complications related to the event.